Event description:
It was reported that during the implant attempt of the right atrial lead, the lead became stuck in the aorta. The physician removed the lead and attempted to place the lead again. It was noted that the helix was sticking out a small amount. After many additional attempts, the physician was unable to retract the helix all the way back into the lead. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.